Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain / pain"), pelvic infection ("infection (other) type: pelvic") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psoriasis (approximate date of treatment 2001), psoriatic arthritis (approximate date of treatment 2001), migraine from 2008 to 2011, pregnancy, c-section (2 times), uterine fibroid, ovarian cyst and breast mass. Previously administered products included for an unreported indication: enbrel from 2003 to 2008. Concurrent conditions included penicillin allergy and allergic reaction to antibiotics. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced allergy to metals ("nickel allergy"). In 2011, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and sciatica ("sciatica"). In 2014, the patient experienced visual impairment ("vision/eye problems type: vision difficulties"). In 2015, the patient experienced dysfunctional uterine bleeding (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), inflammation ("inflammation"), abdominal distension ("bloating") and headache ("headaches"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full), salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, dysfunctional uterine bleeding, abdominal pain lower, inflammation, abdominal distension, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea and headache outcome was unknown, the visual impairment and fatigue was resolving and the sciatica had resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, pelvic infection, pelvic pain, sciatica, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Dysfunctional uterine bleeding, headache, most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received. Events- "vision/eye problems type: vision difficulties, fatigue" outcome updated to "recovering / resolving", event "sciatica" outcome updated to ", recovered / resolved" from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain / pain") and pelvic infection ("infection (other) type: pelvic") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included psoriasis (approximate date of treatment 2001), psoriatic arthritis (approximate date of treatment 2001) and migraine from 2008 to 2011. Previously administered products included for an unreported indication: enbrel from 2003 to 2008. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2014, the patient experienced visual impairment ("vision/eye problems type: vision difficulties"). In 2015, the patient experienced dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), inflammation ("inflammation"), abdominal distension ("bloating"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), fatigue ("fatigue") and sciatica ("sciatica"). The patient was treated with surgery (surgery to remove the essure implant, hysterectomy (full), salpingectomy (bilateral removal)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, pelvic infection, abdominal pain lower, inflammation, abdominal distension, vaginal haemorrhage, menorrhagia, allergy to metals, dysmenorrhoea, headache, fatigue, dysfunctional uterine bleeding and sciatica outcome was unknown and the visual impairment had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dysfunctional uterine bleeding, dysmenorrhoea, fatigue, headache, inflammation, menorrhagia, pelvic infection, pelvic pain, sciatica, vaginal haemorrhage and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-may-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (other) type: pelvic, nickel allergy, dysmenorrhea (cramping), vision/eye problems type: vision difficulties, headaches, fatigue and dysfunctional uterine bleeding. Historical condition, historical drug were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), inflammation ("inflammation") and abdominal distension ("bloating"). The patient was treated with surgery to remove the essure implant on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, inflammation and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, inflammation and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.